Event description:
As reported by an edwards lifesciences japan affiliate, during a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra resilia (s3ur) valve in the native aortic position, resistance was felt while the 23mm commander delivery system (ds) was inserted into the 14fr esheath+. As the s3ur valve exited the distal tip of the esheath+, the valve's frame was noted to be bent outward and became stuck on the esheath+ tip. As the ds could not be pulled back any further in order to deploy the valve, the devices were withdrawn together. A second system was prepped using a dryseal sheath, and this s3ur valve was successfully deployed. No vascular complications were observed.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imaging was provided and revealed tortuosity in the patient's access vessel, as well as one outward bent strut at the inflow side of the sapien 3 ultra resilia valve. In this case, the complaint of frame damage was confirmed based on the provided imagery. Available information suggests patient factors (tortuosity) and/or procedural factors (high push force) likely contributed to the event. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. In addition, excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.